Event description:
The entire system was explanted as the catheter frequently occluded. The patient experienced no signs or symptoms. The patient outcome was noted as resolved without sequelae. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8598a lot # n108919011 , implanted on: (B)(6) 2007 explanted on: (B)(6) 2011: